Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer declined to troubleshoot with tandem technical support. Customer¿s blood glucose level was 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.